Event description:
The physician was using one 15cm certuspa probe to ablate an osteoid osteoma. The physician placed a 15 gauge rigid metallic introducer through the overlying soft tissue. After placing the pr15 probe, the physician attempted to withdraw the introducer from the bone and hear a "snap". The probe tip and part of the ceramic dielectric of the pr15 antenna was broken off the probe shaft and remains in the pt's right femur. The procedure was completed with another pr15 without further incident.

Manufacturer narrative:
A review of the probe mfg records indicate that the probe met all specs. The probe has not yet been returned for investigation. If the probe is returned, an investigation will be conducted and an update to this report will be filed.